Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. The cycler had displayed multiple air detected in cassette alarms during drain 1 of their treatment. When the cassette was removed from the cassette door the following morning, fluid was observed leaking out. It was unknown what caused the leak and there was no reported damage found on the cassette. The ts representative advised the patient¿s contact to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up, it was reported that the patient had completed treatment by performing a manual exchange. There were no missed treatments reported as the patient was able to perform manual pd therapy until the replacement cycler arrived. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The patient¿s old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was not available to be returned for evaluation as it was reportedly discarded.